Manufacturer narrative:
Additional information received: 1. Did product malfunction? Yes, patient presented with a symptomatic shunt malfunction 24 hours after implantation of the valve requiring return to the operating room. 2. Did malfunction result in patient or user injury? Patient injury. Please give details: patient required an emergent return to the operating room, a second exposure to general anesthesia within 24 hours of the initial procedure. 3. Did it result in death? No.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828814pl) was returned for evaluation. Device history record (DHR) ¿ product code 82-8814pl with lot 7266817, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. At the time of investigation, no function issues were noted.

Event description:
A physician reported a certas valve (ID 828814pl) was implanted via ventriculoperitoneal (vp) shunt and failed after implantation. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.